Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, one endeavour resolute rx coronary drug eluting stents was implanted to treat a lesion located in the right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The device did not pass through a previously deployed stent. It was reported inflation difficulties occurred during stent deployment at 9 atm. It was also reported that difficulty removing the balloon occurred following balloon inflation. It was stated that the balloon did not move freely after deflation of the balloon and the balloon got stuck onto the stent. Pressure was required when pulling the balloon out from the stent. The patient was reported to be alive with no injuries.

Manufacturer narrative:
Additional information: partially calcified lesion. There was no damage noted to the catheter, hub or balloon of the device. The same inflation device was used successfully with other devices. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. There was zero inflation of the balloon at nominal pressure. It was indicated that the stent expanded when the balloon was inflated beyond nominal pressure. Sufficient time was given to allow the balloon to fully deflate prior to attempting removal. It was indicated that the stent was sufficiently expanded prior to attempting removal of the balloon. There was no damage noted to the guidewire on removal from the patient. If information is provided in the future, a supplemental report will be issued.